Event description:
A user facility medwatch was received april 19, 2006 from the hospital ambulance. A supplemental report is being submitted by kimberly-clark / ballard medical, the device MFR. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The user facility medwatch states that during a cardiac arrest resuscitation attempt, the r2 malfunction pads were deployed. The monitor defibrillator showed lead fault on display and would not seduce rhythm. The system was checked, skin/pad interface, electrode connector, lead selector and no fault was located. The r2 pads were changed and the second pair functioned correctly. A copy of the user facility medwatch is affixed to this supplemental medical device report. Product is not anticipated to be returned for eval. Examination of two devices from a retained lot at the kimberly-clark/ballard facility were evaluated. Both retained samples did have conductivity and were recognized by the monitor. A no lead fault was produced. The pads were placed face to face and the monitor showed asystole. On shaking the pads, artifact was detected be the monitor as expected. The retained lot samples met product specifications. Without the used device to evaluation, no conclusion can be drawn regarding the user facility medwatch report.